Manufacturer narrative:
(Device manufacture date): 02/2011. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the patient contacted animas alleging a high blood glucose (bg) excursion. The patient reported that on the morning of (B)(6) 2011 she obtained a normal bg reading. At 1pm that afternoon she changed site and by 6:00pm her bg was over 500 mg/dl. At 8:00pm that evening she tested positive for large ketones and developed heartburn. The patient stated she took a correction by syringe and her bg came down to 182 mg/dl with small ketones. At 3:30am on (B)(6) 2011, the patient reported she went to the emergency room. At the time of arrival to ER, the patient claimed her bg was 300 mg/dl when tested with hospital meter. The patient claimed she was treated with insulin (by syringe) and IV fluids and discharged at 10:30am with a bg of 292 mg/dl. At the time of troubleshooting, the patient denied having any signs of illness. Upon review of pump it was confirmed that the time and date and other pump settings were correct, there were no associated alarms in history, and the patient confirmed boluses and basal rate given as programmed. The patient did not recall any problems at site or with cannula when she arrived to the ER. The patient also denied any issues with leaks or air bubbles. This complaint is being reported because the patient was using the subject pump at the onset of the elevated bg readings and when she received treatment for hyperglycemia by an hcp.